Event description:
Upon using amo complete moisture plus contact lens solution over the course of about 3 weeks, I have suffered from irritated, itchy, and red eyes. The condition subsides once the contact lenses which have been stored in the solution, are removed from my eyes. I am aware that the product was recalled november of 2006 and inadvertently used this bottle recently. I have contacted amo advanced medical optics, inc who claim no responsibility for my reaction. I was told that a medical team might be in touch with me and that they might want to test the solution. They contend that there is no proof of contamination. I have worn contact lenses for 24 yrs and have ever had any kind of reaction like this. Dose or amount: enough solution to fill lens, frequency: nightly. Dates of use: 2008. Diagnosis or reason for use: to clean and store my soft contact lenses. Event abated after use stopped or dose reduced? Yes. Event reappeared after reintroduction? Yes.